Event description:
Allergic reaction [allergic reaction]. Case narrative: initial information received on 10-oct-2018 regarding an unsolicited valid serious case from united states received from a pharmacist. This case involves an adult patient of unknown demographics who experienced allergic reaction, after the patient received hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient received intraarticular hylan g-f 20, sodium hyaluronate injection an unknown dose and frequency (lot - unknown) for an unknown indication. On (B)(6) 2018, the patient developed an allergic reaction to synvisc (hypersensitivity). Final diagnosis was allergic reaction. It was reported that a medication was ordered, and the patient declined to take it. A product technical complaint (ptc) was initiated on (B)(6) 2018for synvisc one. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Corrective treatment: not reported outcome: unknown for allergic reaction seriousness criteria: medically significant addition information was received on 17-oct-2018. Global ptc number and ptc results were added. Text amended accordingly. Upon internal review on (B)(6) 2019 processed with clock start date of (B)(6) 2018 the malfunction field previously captured as yes was removed

Event description:
Allergic reaction. Case narrative: initial information received on 10-oct-2018 regarding an unsolicited valid serious case from united states received from a pharmacist. This case involves an adult patient of unknown demographics who experienced allergic reaction, after the patient received hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient received intraarticular hylan g-f 20, sodium hyaluronate injection an unknown dose and frequency (lot - unknown) for an unknown indication. On (B)(6) 2018, the patient developed an allergic reaction to synvisc (hypersensitivity). Final diagnosis was allergic reaction. It was reported that a medication was ordered, and the patient declined to take it. A product technical complaint (ptc) was initiated on 17-oct-2018 for synvisc one. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Corrective treatment: not reported. Outcome: unknown for allergic reaction. Seriousness criteria: medically significant. Addition information was received on 17-oct-2018. Global ptc number and ptc results were added. Text amended accordingly.